Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system and balloon were returned to edwards for evaluation and visually inspected. A balloon burst was confirmed, with the longitudinal tear propagating into a radial tear. The nose tip was observed to be separated from the device and stretching of the guidewire lumen was observed. No functional testing was performed due to the condition of the returned device. Wall thickness of the balloon material was measured. Measurements could only be taken on the single wall dimensions due to the condition of the returned balloon. Measurements were taken on either side of the tear at proximal, middle, and distal locations on both sides. These measurements met the calculated single wall specification. During manufacturing, multiple 100% inspections of the balloon and delivery system are performed. These inspections make it unlikely that a manufacturing non-conformance contributed to the complaint event. Transcatheter delivery system balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The balloon burst and separation complaint were confirmed, but the evaluation revealed no indication that a manufacturing non-conformance was the cause of the reported complaint. It was reported that a non-edwards device was used for post dilation and also had a balloon burst. Available patient information indicates that severe calcification was present in the valve annulus which most likely contributed to the complaint event. A balloon burst increases the possibility of leaving a protruding material that can interfere with an obstacle (ie: patient¿s anatomy or sheath tip) during retrieval. Thus, it is possible for the inner guidewire lumen to stretch (as observed on the returned device) and the balloon to tear into two or more pieces if excessive force is used during system retrieval. Possible excessive force used to pull the balloon into the sheath likely caused the balloon to separate. As mitigation, the training manual for the retroflex3 delivery system provides procedural consideration in case of a balloon burst by recommending not using excessive force when retrieving the delivery system after a balloon burst. Since no manufacturing non-conformances were confirmed in the product evaluation and no labeling or IFU inadequacies have been identified, no preventative or corrective actions are required. A review of complaint history for the month did not reveal that the occurrence rate exceeds the control limits for this trend category, no further actions are required at this time.

Event description:
During transfemoral deployment of a sapien valve, the rf3 delivery system balloon ruptured at the end of inflation. In the process of trying to pull the delivery system back into the sheath, some resistance was felt. When the delivery system was able to be pulled back into the sheath, it was found that the distal end of the balloon and nose cone were no longer attached to the system. The team was able to snare the balloon and nose cone and remove the piece safely from the patient. The deployed valve had landed as intended in a 50:50 position, with mild regurgitation. However, it was decided to post dilate the valve ¿just to be safe¿ with a zmed balloon, which also ruptured at peak inflation. The patient left in stable condition with no central aortic insufficiency (cai) and no paravalvular leak (pvl).per report, the rupture of the non-edwards balloon aortic valvuloplasty (bav) balloon confirmed that there was a large chunk of calcium causing the balloon bursts. There is no indication of a device malfunction. The patient had severe native valve/leaflet calcification.

Manufacturer narrative:
The device will be returned for evaluation, the investigation is ongoing.